Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted for review titled "coronary stent fracture causing myocardial infarction: case report and review of literature". In this review, two cases of stent fractures (sf) are described, followed by an analysis of current literature on the pathomechanism, diagnostic tools, classification and therapeutic management of coronary stent fractures. Patient 1 had undergone percutaneous coronary intervention (pci) of a high-grade stenosis of the proximal right coronary artery (rca) with implantation of one 4.0×15mm non-medtronic (mdt) everolimus-eluting stent (ees). Recurrent in-stent restenosis (isr) of the proximal rca had led to re-pci, with implantation of one 4.0×30mm non-mdt sirolimus-eluting stent (ses) and one 4.0×28mm non-mdt ees. Afterwards the patient had been asymptomatic. After two years, the patient had undergone another pci on admission due to inferior st-segment-elevation myocardial infarction (stemi). Emergent coronary angiography (cag) had identified a gap within the previously implanted drug eluting stent (des) in the proximal rca, indicative of a complete sf (type IV). Dis-continuous timi-ii-flow had been observed in the rca. As a result, one 3.5×20mm non-mdt platinum-chromium alloyed ees stent had been deployed. ECG abnormalities had eventually returned to normal, and the patient had turned asymptomatic. Short-term follow-up cag had shown persistent excessive motion at the hinge point of the rca within the 3.5×20mm non-mdt platinum-chromium alloyed ees, indicating strong mechanical strain. At the initial sf site of the rca one 4.0×22mm onyx zotarolimus eluting stent (zes) had been deployed to further stabilize the 3.5×20mm non-mdt platinum-chromium alloyed ees. Final cag had shown an optimal final result of the rca. At the latest presentation, 4 years after the initial pci, the patient was again referred to cag due to non-st segment-elevation myocardial infarction (nstemi). The cag again showed recurrent type-IV sf, with timi-0-flow, of all deployed stent layers in the proximal rca. Further coronary intervention was deferred, and the patient was transferred to cardiac surgery for single bypass surgery.

Manufacturer narrative:
Matthias gröger, wolfgang rottbauer, and mirjam kessler. "Coronary stent fracture causing myocardial infarction: case report and review of literature". Reviews in cardiovascular medicine, no. 11, 2022, https://doi.org/10.31083/j.rcm2311384. B3: date of publication. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.